Event description:
During a follow-up in-clinic, low pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. The patient will continue to be monitored at this time. The patient was stable.

Event description:
Additional information was received that right ventricular (rv) lead damage is alleged but was not confirmed.